Event description:
This report is related to previously reported complaint of post-paced t-wave oversensing reported on (B)(6) 2014, MFR number 2938836-2014-16409. It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on the stored electrograms. Programming changes were performed resolving the oversensing.